Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed as the patient experienced incontinence in the year prior to the revision surgery. Erosion and atrophy were also noted. A smaller cuff was needed. A new artificial urinary sphincter cuff was implanted. Following the revision surgery, the device was activated the patient was ok.